Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event. If there is any pertinent information as a result of the investigation, a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
It was reported to boston scientific corporation that in 2006, the tip of the percuflex device fell off as it was being picked up off of a sterile table in which it had been placed in preparation for a procedure.